Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a pause episode that appeared to be undersensing. It was determined that the undersensing was due to poor electrode contact in the pocket. The patient would continue to be monitored.

Event description:
New information received noted very minimum noise was also observed on the device.